Manufacturer narrative:
H10: additional manufacturer narrative: updated section h6.

Manufacturer narrative:
Reference CAPA-20-00141.

Event description:
It was reported that this patient with a 21mm edwards surgical aortic valve underwent a valve-in-valve procedure after an implant duration of 13 years due to stenosis aortic stenosis and regurgitation. The tavr was performed with a 23mm 9600tfx transcatheter valve. Tee showed a mean gradient of 15 mmhg. Decision was made to fracture the surgical valve ring. The valve was post dilated with a 22mm true balloon and the valve fracture was visually confirmed. Tee showed a mean gradient of 5 mmhg and no evidence of perivalvular leak. Her intra-procedural course was complicated by brief episode of heart block. The patient tolerated the procedure well and left the or in satisfactory condition. The patient was discharged on pod #3.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5 - b7.

Manufacturer narrative:
H11: corrected data: updated section g4 as it was blank and should be "(B)(6)2019 " on FDA report follow-up no. 1.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 21 mm edwards surgical aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to aortic stenosis and regurgitation. The tavr was performed with a 23 mm edwards transcatheter valve. No other details were provided.